Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - inspection of the returned unit shows that the cranial clamp features a pivoting locking assembly that is sticking, and a buildup of residue is present. Certain worn internal parts must be replaced to adjust the pivoting locking assembly. The base of the cranial clamp exhibits worn internal threads at the center of the star-shaped teeth, and the pivoting base has damaged threads. To resolve the issues, the base of the cranial clamp was machined, the threaded inserts were installed and the device was then cleaned. The internal components of the cranial clamps were replaced to adjust the unit in accordance with manufacturer specifications, and to clean the clamp's pivot lock assembly. Upon completion of reassembly¿including adjustment¿the cranial clamp underwent and successfully passed a functional test. Root cause - the complaint is confirmed via inspection of the unit. The unit needed replacement of worn parts. The probable root cause is routine use and wear of the unit. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was too loose during surgery. There was no patient injury; however, it is unknown if there was increased surgery time or surgical delay.